Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon was treating a patient with a stryker gamma 3 nail and reported that the gamma 3 nail was jammed onto the gamma 3 targeting device and they were unable to unscrew the nail from this device. The surgeon further reported that she had to remove the lag screw, distal screw and finally the nail that was still attached to the targeting device. Another gamma 3 basic instrument set had to be opened up and the nail, lag screw and distal screws were replaced and the operation was completed successfully. The nail that was removed was a right sided 11 x 360 x 130 degree radius of curvature r1.5. There was a surgical delay of 45-60 minutes. Long term consequences for this patient are unlikely. The surgeon reported a consequence for the patient following this one into surgery because the case was delayed so long.

Manufacturer narrative:
Evaluation revealed the nail holding screw (nhs) to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nhs returned was documented as faultless prior to distribution. As the device had been in use for more than 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The slight scratches at the shaft of the nhs directly under the head running circumferentially were microscopically identified as abraded material (fretting marks). Fretting marks are a rare but known reaction. During screwing into the nail the nhs gets in contact with the metal nail adapter and friction could occur due to too high torque forces (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding has occurred in the actual case. It can be supposed that during surgery the nhs had been screwed into the nail with excessive force. Possibly, in this case the torsional force had not been applied constantly to the nhs but with a quick movement with which would explain the relatively high loosening torque whilst attempting to disassemble the items during surgery. Most likely the found signs of fretting corrosion in combination with the blood and body fluids found on the surface of the nhs were the root cause of the seized nhs. This root cause could not be reproduced during this investigation as the device shows full functionality. The reported event was not caused by a deficiency of the returned devices but by a use error. No nonconformity was identified.

Event description:
The surgeon was treating a patient with a stryker gamma 3 nail and reported that the gamma 3 nail was jammed onto the gamma 3 targeting device and they were unable to unscrew the nail from this device. The surgeon further reported that she had to remove the lag screw, distal screw and finally the nail that was still attached to the targeting device. Another gamma 3 basic instrument set had to be opened up and the nail, lag screw and distal screws were replaced and the operation was completed successfully. The nail that was removed was a right sided 11 x 360 x 130 degree radius of curvature r1.5. There was a surgical delay of 45-60 minutes. Long term consequences for this patient are unlikely. The surgeon reported a consequence for the patient following this one into surgery because the case was delayed so long.